Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii and melted wax deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 250cc mentor smooth round moderate profile saline breast implants experienced right sided deflation and breast pain and left sided capsular contracture baker grade ii post procedure. Patient experienced decrease on size, pain and discomfort on the right breast and melted wax deformity on left breast. As a result, patient had undergone removal on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-22369 for contralateral prosthesis report.